Event description:
Complainant alleged that the staff of the cath lab were treating a pt (age and gender unk) when they rec'd an "error 34" message on the device screen. There was no adverse effect on the pt.